Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the patient expired. The target lesion was 90% stenosed and located in the left anterior descending artery (lad). A ventricular assist device and temporary pacemaker were utilized during the procedure. The lesion was treated with one pass of the oad at low speed. Imaging was performed and a perforation was noted. Balloon angioplasty was performed and a stent was placed to resolve the perforation, and the patient was stable at the end of the procedure. It was reported that the patient expired following the procedure. It was reported that a large hematoma was present in the left groin at the site of the ventricular assist device, however it was unknown if this contributed to the patient death. The cause of death is unknown.